Manufacturer narrative:
Correction: medical device brand name has been corrected. The manufacturer originally reported is incorrect. The correct manufacturer has been updated in these sections. PMA / 510(k)#: k151698.

Manufacturer narrative:
As photos or samples are not available for analysis of this complaint and the fact that the batch number was not informed for analysis, it was not possible to confirm this complaint. It was not possible to perform a device history record analysis, since the claimed batch is unknown. It was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Based solely on the information contained in this complaint, the root cause for this claim has not been determined, since this complaint was not be confirmed. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿lube¿, was on the catheter of the bd insyte autoguard bc shielded IV catheter. There was no report of injury or medical intervention.